Event description:
It was reported that pump experienced malfunction after getting wet in water, and malfunction message with non-resettable code appeared. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.